Event description:
On (B)(6) 2007, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the patient underwent another procedure. A stent-graft was placed to preserve blood flow into the lowest renal artery, then an aortic extender was added to the trunk, resolving the proximal type I endoleak. The patient tolerated the procedure. There was no unusual anatomy in the proximal aortic neck. It appeared the type I endoleak was due to aneurysm enlargement from a type ii endoleak, which led to a loss of seal at the proximal end of the trunk.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.